Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a backup alarm failure. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer evaluated the device, and reported that after the device had been started, the issue had been confirmed. The se then reinserted the power cable, and performed a startup test, but the fault persisted. It was then noted that the se checked the error log in the background of the device, and also checked the maintenance manual to confirm the information for the motor control pcba. The se then replaced the motor control pcba; the device was tested and returned to full functionality.